Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the returned product consisted of an angiojet solent omni thrombectomy system. A visual examination of the pump, shaft, and tip observed that the hypotube was broken 18.5 cm from the manifold and the outer shaft was damaged. Functional testing of the device was performed and the device would not get through the priming mode. The device received an error ¿ check saline supply¿ and could not finish the functional test due to the broken hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on the product analysis completed on may 18, 2017. A solent omni catheter was selected for use in a thrombectomy treatment procedure. During preparation of the catheter, the catheter would not complete the priming sequence. There were no reported patient complications. However, the returned product analysis revealed a broken hypotube.